Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review/service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported failed downstream occlusion test, the device alarmed below the designated pressure. Which was reproduced. A review of the event history log identified multiple 'downstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of specification force sensor. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed the downstream occlusion test, the device alarmed below the designated pressure. The event happened during the preventive maintenance testing at the biomed service department. There was no patient involvement. No additional information is available.